Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple minimum fill notifications occurred after filling multiple cartridges with 150-250 units of insulin. The customer¿s blood glucose level was 197 mg/dl. Reportedly, customer had manual injections available for insulin delivery.